Manufacturer narrative:
(B)(4) - the occurrence date is unknown, however, it was reported to have occurred within one week of (B)(6), 2015.should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one link IV connector was leaking. This occurred during infusion of a chemotherapy drug. The connector was being used with a walk-med tube and a continuous ambulatory pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Simulated use testing, under water pressure testing, and clear passage testing were performed, and the device was found to operate per specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.